Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attachment: 6-minute walk test predicts prolonged hospitalization in patients undergoing transcatheter mitral valve repair by mitrclip. (B)(4).

Event description:
This event was captured based on literature review. It was reported through a research article identifying mitraclip that may be related to surgery, disabling stroke, major bleeding requiring transfusion, acute kidney injury, major vascular complications requiring surgical intervention, and atrial fibrillation. Details are listed in the attached article, titled 6-minute walk test predicts prolonged hospitalization in patients undergoing transcatheter mitral valve repair by mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI) number is not known because the part and lot number was not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed, a definitive cause for the reported patient effects of hospitalization, surgical procedure, cerebrovascular accident, hemorrhage, additional treatment/non-surgical, renal failure and atrial fibrillation cannot be determined. The reported patient effects of atrial fibrillation, cerebrovascular accident, hemorrhage and renal failure, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported adverse events, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.